Event description:
It was reported that the device exhibited t-wave oversensing (twos) allowing the low rate to drop. Therefore, the right ventricular (rv) sensitivity was changed to 0.45mv and at the patient's recent follow up everything was normal. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.